Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Power error detected alarm due to j6 connector resistance issue.

Event description:
Customer reported via phone call that the insulin pump had power error. Customer blood glucose level was unknown. Trouble shooting was performed. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. The device will be returned for analysis.